Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02dec2019.

Event description:
The customer reported the unit can't be turned off and had a touchscreen failure. Originally, the customer reported a faulty oxygen sensor, and a problem with turning off the unit. However, after communication and testing, the oxygen sensor was not faulty. The engineer confirmed that the cause of the issue was a faulty touchscreen. There was no patient involvement. The support service performed evaluation and confirmed the reported problem. It was determined that the unit was unable to turn off due to a faulty touchscreen. The support service then replaced the touchscreen and performed performance verification testing. The unit successfully passed testing, and was returned to full functionality.